Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient was at work and began to feel nauseous and had a stomachache. The patient went to her work¿s clinic, where a bg meter reading was taken. The patient¿s bg meter reading was 400 mg/dl. No cgm comparison value was provided. The office clinic called ems. Ems arrived and transported the patient to the ER. While being transported, the patient¿s bg meter reading was tested again and was found to be 400 mg/dl while the cgm was reading 300 mg/dl. Once at the ER, the patient was treated with insulin and IV saline fluids. The patient was discharged later the same day once her bg meter reading was 100 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.